Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels (302mg/dl), and wanted to know if the pump was functioning as expected. Elevated bgs were treated by delivering a pump bolus. System check was performed with tandem technical support and the pump performed as intended. Recommendation was made that the customer consult a healthcare provider to discuss what may be affecting bg levels (including new medication), as the customer had recently started a new heart medication.